Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly after the implantation of the device the patient began experiencing discomfort in the area of the device. It is further alleged that the patient underwent diagnostic evaluation which showed fluid build-up in and around the device. The patient has not had the devices explanted as of this date.